Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, low impedance and undersensing were observed on the atrial lead. The values were checked again and all measurements were in range. On (B)(6) 2014, the patient was experiencing chest pain. Device interrogation showed a loss of atrial capture and sensing. The physician suspected that a perforation had occurred. The lead was successfully revised. The patient had been seen twice since lead revision and was in good condition. The patient would continue to be monitored.